Event description:
"Bi-lateral lasik for moderate myopia resulted in permanent "dry eye syndrome" as discussed with physician pt was diagnosed with thygeson's superficial punctate keratitis by another physician. Pt has extreme photophobia and the sensation of sand being dragged between their cornea/sclera and their eyelids. Pt has monocular diplopia in their right eye that presented 4-6 weeks post-operatively. Pt has extremely distorted images when looking at green traffic lights."